Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the up arrow, down arrow, and ok keypad buttons have required excessive force to obtain a response and sometimes stick for the past 3 months. He also reported that the contrast button has been unresponsive for the past 3 months. The patient noted that the buttons do not always spring back, and sometimes they spring back more slowly than expected. The patient reported that on one instance of priming the pump, he released the button and the pump continues to prime. He stated that he had to disconnect the cartridge and eventually was able to get the button unstuck. The patient confirmed that the rubber keypad is intact; denied exposing the pump to moisture and cleaning products; and stated that he wears the pump in his front pants pocket.